Event description:
According to the reporter: during hiatal hernia laparoscopic procedure, the endostitch would not hold the suture. A new was opened in order to complete the case. There was no patient injury involved regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the component disengaged into the patient cavity and was retrieved using graspers.